Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. This cardiac resynchronization therapy defibrillator (crt-d) was explanted and subsequently used for external temporary pacing. A new system was successfully implanted four days later. There were no additional adverse effects reported. The device was out of service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.